Event description:
On 01/15/2025, a sales representative reported via (B)(4) that an ar-8973-01 outrigger targeting guide broke during a case. The two tines where the nail attaches snapped off during insertion (see photos). This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8973-01, outrigger targeting guide, batch: 711920, was received for investigation. Upon visual inspection, it was noted that the tip of the hub attachment tube was damaged/broken. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Manufacturing date 2019. Complaint allegation is confirmed.